Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain with peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak reported for this event. The cause of the peritonitis is unknown. The pd culture result of pseudomonas suggests a breach in aseptic technique as this organism is most frequently found in soil and water and favor moist locations such as showers and hot tubs. Based on the available information and no allegation of a device malfunction or cycler set leak or defect, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked alarm. During the call, the patient experienced peritonitis and feeling pain in their stomach. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the pd clinic approximately three weeks ago (unconfirmed date) with cloudy pd effluent and abdominal pain. The effluent contained tense, interwoven particles that did not resemble normal fibrin. A pd effluent culture was drawn resulting positive for pseudomonas (species unknown). The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin and ip ceftazidime for three weeks (dose and frequency unknown). After feeling better, the patient requested to stop the antibiotics; however, the patient¿s pd effluent was still cloudy, and the white cell count was 123 (unknown units). The patient was advised to remain on the antibiotics until completed. The antibiotics are completed but the patient is not considered recovered. The patient was scheduled to meet with the doctor on (B)(6) 2019 to determine if oral antibiotics were necessary or to see if the patient could remain on pd therapy. The patient has refused to transition to hemodialysis (hd) therapy. The cause of the peritonitis is not confirmed; however, the pdrn stated there were no issues with the liberty select cycler or cycler set related to this event. Additional information was requested but not available.